Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display and multiple battery compartment cracks. This report is made based on results of the investigation performed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the insulin cartridge and pump have been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box data did not reveal a history of power related issues. Evaluation revealed battery compartment cracks. Moisture was observed within the battery compartment. A leak test revealed leaks at the battery compartment cracks. No power issues were observed during investigation. Additionally, the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.